Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the cause of death was takotsubo cardiomyopathy which occurred during the implant procedure. It was reported that the morning following the implant procedure it was confirmed the patient experienced pericardial effusion. Drainage was performed however the patient then experienced cardiopulmonary arrest. Percutaneous cardiopulmonary support was introduced. Bleeding continued however and hemostasis was performed by a thoracotomy. The other site(s) ruptured however, and then treatment was abandoned. Following the takotsubo cardiomyopathy it was thought the left ventricle wall became thinner and was ruptured at the apex of the left ventricle. It was suspected that the ipg damaged the myocardium.